Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. An evaluation of the device also revealed scratches to the top cover and front panel. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of error code e110 was reproduced according to the technical report received, but was resolved when connections were checked and re-connected. The instructions for use document a preventive measure for the observed scratches: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, an e-110 error occurred. Upon reconnecting connections, the problem was resolved. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During inspection of a device received for processing by olympus, an error "e-110" occurred. As this was found during in-house service of the device, there was no patient involvement.